Manufacturer narrative:
The wcd system was not recovered from the field. Confirmation of the alleged deficiency could not be documented due to unavailability of the wcd system. Review of device event log indicated reported service error code. Patient had also reported wrinkles in the therapy cable. The reported service error code is likely due to a hardware wiring failure (open or short) within the therapy cable. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to monitor and trend service code issues for failure modes.

Event description:
Patient called in to report service error code . Customer care attempted troubleshooting by asking the patient to reboot the wcd system with both batteries. The issue was not resolved. Patient further stated there was some visible damage to the therapy cable. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.